Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. The patient reports being unable to use their controller as they were awaiting a replacement reported on a previous complaint. The patient reports having blood pressure as well as heart problems. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was released from the hospital after 5 days. At the time of this call the patient was assisted with adding settings into their new controller.